Manufacturer narrative:
Inspected 1 opened/used sensor and found cannula bent and stuck to adhesive tape. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer reported via phone call that they experienced low blood glucose levels. Blood glucose was 68 mg/dl and then it dropped to 50 mg/dl during the call. The customer treated with juice and blood glucose level went up to 92 mg/dl. Customer also reported getting alert for lost sensor, cannot find sensor signal and bent sensor cannula. The customer declined low blood glucose troubleshooting. The insulin pump will not return for analysis. The sensor was returned for analysis.